Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
On (B)(6) 2014, the patient reported the up button on the infusion device works intermittently. The protective rubber on the up and down button is damaged, and the ground-plate is visible. The up button is flat and will occasionally work if pressed hard. The infusion device was replaced and requested for evaluation. No physiological effects were reported.